Event description:
It was reported that the patient has swelling and inflammation at the ipg site. It was also noted that the patients charging puck could not connect to the ipg. The patient was given a dose of antibiotics due to sustained redness at the incision site. The patient was doing well.